Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that during patient use a ventilator generated an abnormal noise which was confirmed. The device continued ventilating/cycling. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
(B)(4). Medwatch form 3500a was inadvertently submitted due to system shutdown. Entire form was revised and is being resubmitted. Medtronic was not authorized to evaluate/ service the device.

Event description:
It was reported that a patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
Product analysis #(B)(4): it was reported that an abnormal noise was heard from an ht70 during use. An ht70 pump, part number gr-pmp3250a (lot number: gr-pmp -0515-363)), was returned under complaint number (B)(4). The pump was attached to a known good ht70 test set up and allowed to cycle overnight under standard settings, no abnormal sound heard under standard settings. The peep settings were adjusted from 0 to 5, no abnormal sound heard from pump when cycling slow due to peep settings. The pump was removed from the test setup and disassembled to check for cleanliness. Found one missing screw from plastic shields that cover the bearings atop the pump. Found the unit clean and free of foreign material, clean diaphragm. Customer settings were asked but are unknown. Could not duplicate customer complaint of abnormal noise during use. Unit will be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event. Medtronic was not authorized to evaluate/service the device.